Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Device interrogation revealed multiple episodes of inappropriate mode switch on the right atrial lead due to oversensing of far r-waves. The device was reprogrammed. The patient's condition was good.